Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 288-315 mg/dl.